Event description:
The provider states the unit will alarm randomly. He states the issue is intermittent.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
The underlying cause could not be determined after reviewing the documentation in this investigation. The product was return and evaluated; per oracle returns' ((B)(4)): other (pilot valve)/other/defective (tie wrap)/box damage (ripped handle).

Event description:
The provider states, the unit will alarm randomly. He states the issue is intermittent.